Event description:
Information received indicates the brake pedal will engage but when the bed is bumped, the brake will disengage.

Manufacturer narrative:
The hill-rom field technician performed mod 424 to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.